Event description:
It was reported that post-intravenous sedation, the implant procedure was aborted as the physician had difficulty positioning the lead due to patients anatomy. The lead was not returned as it was kept by the facility.